Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported, by our edwards lifesciences affiliate in belgium, regarding a 26mm sapien 3 transcatheter heart valve was implanted in the pulmonic position via transfemoral approach, during the procedure, the balloon of the commander delivery system ruptured upon inflation. Blood was observed in the syringe, and the valve was partially deployed. This required recannulation using a 26mm atlas balloon. The atlas balloon was inflated, and the commander device was retracted. Due to valve insufficiency, a second valve had to be implanted and patient was in stable condition post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The following sections of this report have been corrected: h6 device code from 1250 to 1074. The complaint for balloon burst was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Moreover, no deficiencies were reported when unpacking the device. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during the procedure, the balloon of the commander delivery system ruptured upon inflation. Blood was observed in the syringe, and the valve was partially deployed''. Evaluation of returned device revealed that the balloon was radially burst at the proximal inflation balloon shoulder. Although provided information indicated that there was no calcification at the annulus/leaflets, without imagery the annulus characteristics could not be assessed. It is possible the balloon may have interacted with calcification upon inflation, contributing to a balloon bust. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such it is possible that the combination of procedural factors (excessive manipulation) and patient factors (calcification) may have contributed to the complaint event. However, due to insufficient information provided, a definite root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. However, due to insufficient information provided, a definite root cause is unable to be determined at this time.